Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted no physical damage to the adapter. Attached to the distal end of the adapter was part of a singe use loading unit (sulu) adapter. Functionally, the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The sulu adapter would not disengage when the unload button was depressed. The adapter was then connected to the gen2 adapter black box pn 1064777 running gen2 acc software pt00073772 and the strain gauge was responsive. The adapter was connected to a representative handle running v29.1.3 software and the adapter with reload attached screen appeared. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. The adapter was taken apart and no visible damage to the j-hook was detected. It was reported that the device broke, was difficult to unload, and gave unexpected audible feedback of normal use. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoracoscopic lobectomy, when the reload was loaded on the adapter, a sound like cracking was heard. The firing was performed, and it was able to be fired without problems. When replacing the reload, the scrub nurse had difficulty unloading the reload. The adapter and reload connection part was physically cracked and disassembled while removing. The reload remained on the adapter. Another adapter was used to complete the case. There was no patient injury.